Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states it was reported that the patient experienced two events of bent cannula on (B)(6) 2025 and (B)(6) 2025 leadting to high blood glucose and subsequent hospitalization. The site of location was abdomen. High blood glucose (600 mg/dl) was addressed using intravenous fluids of saline and insulin. Patient was also tested highly positive for ketones. Patient was released on (B)(6) 2025. No further information available.